Event description:
It was reported via repair work order that the foot end cannot be raised due to the collar that goes around the hydraulic jack to hold it in place for foot control linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.